Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No device history review (DHR) is not applicable or relevant due to the device manufactured date. The investigation did not implicate a service process issue. A product sample was received for evaluation. Functional and visual testing were performed. The device was received in good condition. The evaluation was performed, and the reported issue was not duplicated. Visually inspected all components and no damage was noted. Installed known good test printer circuit board (pcb) and powered on the device. The device powered as intended and did not over temp. Replaced faulty pcb part. The root cause of the reported issue was due normal wear and tear on the device. The technician replaced old style float switch to new style. Installed temp check test fixture. Measured temperature which is within tolerance. Performed 2-hour test run and device under test (dut) functioned as designed. Device passed all functional and electrical tests.

Event description:
It was reported that the device had over temp. No patient injury was reported.